Event description:
Femoral head replacement performed in 2004. The dislocation was found during the hospital stay. The cause was not known. Closed reduction was attempted but the femoral head (ball) was taken out from the bipolar femoral head (cup) during this procedure. As the cup remained in the body, surgical relocation was applied. The femoral head was replaced a month later. No breakage was found on the implant which was explanted from the patient. This dislocation seems to be occurring by leverage function.